Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled generator change due to normal battery depletion. During the procedure, a pocket infection was discovered around the patient's implantable cardioverter defibrillator. The physician elected to explant the patient's entire system. The patient was stable throughout.